Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
It was reported that the patient had an initial implant on (B)(6) 2015 with a bifurcated and infrarenal aortic extension. Subsequently, during a follow up visit on (B)(6) 2016, computed tomography revealed a type 1a endoleak. The wedge of thrombus present during initial implant had resolved, contributing to the 1a leak. The physician sealed the leak on (B)(6) 2016 by implanting a suprarenal aortic extension. The patient is in stable condition.

Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported event. The clinical assessment was based on adequate medical records, and no patient images. A manufacturing or design issue has not been identified or suspected based on the evaluation of the reported event. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. Limited patient records were available and the device was not returned for evaluation. Due to limited patient records potential contributing factors are not able to be determined.